Event description:
It was reported that after several sample attempts during an ultrasound guided breast fibroma excision, no tissue was obtained. It was reported that the hcp rescheduled the procedure for the following day when another probe was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The investigation of the reported event is underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number is reportedly unknown. Visual/microscopic inspection: the probe was indicated it was used on the patient and the aperture was 100% closed. The saline cap was returned. No damage was identified to the rear housing. No other anomalies were noted. Functional/performance evaluation:the probe was loaded into the in-house driver and calibrated successfully. During calibration a tissue sample was transported to the sample chamber. The vacuum was measured and the vacuum differential did meet the minimum specification. The probe performed around the clock sampling. Each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully. No error was displayed on the console during testing. No unusual noises were heard during the evaluation. No suction issues were identified with the probe. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is unconfirmed for the reported sampling issue, as the probe was able to successfully obtain samples during functional testing. The definitive root cause for the sampling issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: - turn on all system components and allow them to initialize. The control unit display will indicate that the driver¿s initialization was successful and that the system is ready for the biopsy probe installation. Note: the driver will not initialize with the biopsy probe installed. - for handheld use, press the ¿sample¿ button on the driver to open the tissue acquisition aperture. The ¿vac¿ (vacuum) button may be utilized to evacuate fluid or blood. While firmly holding the driver to maintain the aperture at the target site, press the ¿sample¿ button again to initiate the automated tissue acquisition cycle. A tissue sample will be automatically transported to the tissue collection chamber. If the sample rinse feature is enabled, each sample will be rinsed with saline. Repeat this step to obtain sufficient tissue samples. Note: alternately, the foot pedal ¿sample¿ and ¿vac¿ switches may be used; however, the biopsy device must be calibrated using the ¿sample¿ button on the driver for handheld use. Pressing and holding the foot pedal ¿sample¿ switch will enable continuous sampling. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.